Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the pump not showing the arterial pressure waveform is not able to be confirmed. The pump was serviced after the case and the arterial pressure issue was not able to be replicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump had stopped showing the aortic pressure. It was noted that the patient had been unstable for some time, and it was not related to the pump issue. As a result, the pump was changed out for a second unit, and the faulty pump was taken back for investigation and repair. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had stopped showing the aortic pressure. It was noted that the patient had been unstable for some time, and it was not related to the pump issue. As a result, the pump was changed out for a second unit, and the faulty pump was taken back for investigation and repair. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.